Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch defective. Upon some functional test, fse found the connection issue. Fse replaced the wireless footswitch, base station. After replacement of wireless footswitch, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm has been reported to philips. Philips has started an investigation of this complaint.